Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring restart alert 38 indicating consecutive motor stalls on the ilet, with repeated restarts, multiple supply changes, a factory reset, and persistent alerts that led to device replacement; blood glucose was elevated with a highest reported value of 353 mg/dl and remained out of range for about 10 hours before the user reverted to backup therapy. Symptoms included none reported. Outcomes included the need to revert to backup therapy and replacement of the device; there was no outside assistance or medical intervention. Investigation included technical troubleshooting, confirmation of insulin flow through tubing before recurrence, review of use history, and coordination for device return and replacement. Investigation of this device revealed a malfunction related to the insulin delivery motor consistent with a motor stall alert, implicating the pump¿s drive system as the affected component without evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the motor drive.